Event description:
It was reported that lead noise issue and it was suspected that the lead noise was due to set screw being damaged or loose prior to the procedure. Physician went to unscrew the atrial lead and the set screw popped out. Device was explanted and a new device was implanted because a new battery was needed as well. Atrial lead was chronic and remained in place and implanted with the new implanted device. There was no noise with the new device. Patient was stable during the procedure. No further information available.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Manufacturer narrative:
Analysis was normal. No anomalies were found.